Event description:
I have had lasik surgery twice now and I am going blind. I was never told that there "might" be a possibility that this could happen. I have been living a lasik nightmare for the past 4 years and I have been to countless doctors and they have no idea what I have and I should just live with it and be thankful that I am not blind yet. I have triple vision and I can't see at night and I cannot go back to work because I can't see. I cannot drive anymore. I have to carry a lens with me that makes everything bigger. I can't see after dark and I can't see when it is bright out. I know that there is someone out there that has a solution for what I have -although I don't have a diagnosis yet- lasik needs to be researched further more before the procedures are done. Or there should be a better pre-op testing procedure. My life has been ruined due to lasik and I cannot receive any compensation. While lasik might be right for some people, it isn't right for others. I have been damaged from it and I hope that other people will think before they have this done. Trust me, it is not worth it. I would give anything to wear glasses again. I have two small children to raise and my biggest fear is that one day, I will wake up and I will not be able to see them.